Manufacturer narrative:
(B)(4).

Event description:
Description of event according to initial reporter: patient was deceased. The patient came back a month later with an ascending dissection that wasn¿t there on her post op day 2 cta. So it wasn¿t directly related to the device in that it happened immediately but obviously the graft and tevar most likely played a part. ¿ (pr306148). Additional information received 06aug2020: "I mean to say I think it's surgery related but I don't think it has to do with the cook device itself. I don't think if I had used another vendor there'd be a different outcome if that makes sense." Additional information received on 23sep2020: an imaging review performed in pr306148 revealed the following: the left subclavian artery (lsa) was not occluded despite an amplatzer plug. As a result, a large type ia endoleak perfused the false lumen through the sma ostium. Filling of an unusual bronchiole artery at the sealing stent is further evidence of the type ia endoleak. (Pr310104). Patient outcome: patient expired (B)(6) 2020.